Event description:
The plaintiff's attorney alleged that the decedent experienced an unspecified injury on an unk date after the use of the product.

Manufacturer narrative:
This is one event (unspecified serious injury) for the same pt involving three separate products.